Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap. Gastrectomy procedure, when surgeon used device 30 min. Generator said clean the jaw and test again. Scrub nurse cleaned the jaw and re-test to new activation it worked soon but after passed 10 min. Black blade tip was broken. The tip wasn't contacted any clip or metal related instrument. No patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Additionally, noises were heard inside the shrouds. The device was disassembled to inspect the internal components and it was found the blade and transducer were not properly assembled, this renders in the device to be not functional. Our manufacturing process has been identified to be the possible cause of the blade and transducer are not being properly assembled causing the device to not be functional. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.